Manufacturer narrative:
The pump has been returned to animas for evaluation.an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue involving the up arrow, down arrow and ok buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2015 with the following findings: the battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. On examination, the keypad was intact without damage. On testing the up arrow, down arrow and contrast buttons had intermittent unresponsiveness. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. Unrelated to the original keypad complaint, the display was noted to be dim/faded and discolored.